Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of coverage (therapy) from their implantable neurostimulator (ins) and it was thought that the device was at end-of-service (eos). The device was interrogated and impedance testing showed electrodes #0-15 out of range on the leads with values of 10,000 ohms. X-rays were performed and could not identify any lead fractures. The ins was replaced on (B)(6) 2015. It was noted that if after the replacement the patient continues to have no coverage they were to be seen by a neurosurgeon for lead placement. The indication for use for the device was noted as spinal pain. If additional information is received, a follow-up report will be sent.